Event description:
It was reported that a 14" ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext generated a leak during patient use. The report stated that the yellow port of the manifold extension set leaked when infusing propofol. The complaint was noticed during use; the product was contaminated during use; only one quantity was affected; problem frequency: reoccurring. The incident occurred in the cvicu department. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The complaint of leaks on item b55005 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) for lot#13800585 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.